Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2019, and the physician was provided a notification letter with recommended actions.

Event description:
Generator product analysis was completed. The failure to program allegation was verified in the product analysis, or pa, lab. The failure to communicate was isolated to a malfunction in the microprocessor. The generator was subjected to a screening test to identify a micro-processor that is susceptible to a potential functional issue within the component which may result in a device reset and failed the screen. The generator was able to be communicated with after a generator reset. Visual examination performed at the bench revealed no anomalies.

Manufacturer narrative:
Internal field number: (B)(4).

Event description:
It was reported by the company representative that the patient's vns could not be interrogated. Troubleshooting did not resolve the issue. The patient had been implanted the previous week and the representative that was at the surgery had previously confirmed that the device was able to be interrogated after surgery. It was confirmed that the wand batteries were good as they had been changed last week. It was confirmed that the wand was less than an inch away. He was asked to try again with a wand corded connection in a different room, and the patient was unable to be interrogated. He was asked to reset the wand and tablet, and did so. He was able to interrogate a demo generator without issue. He was unable to interrogate the patient with another attempt. A generator reset was performed, and the patient was able to be interrogated. The message following interrogation was that the device was disabled due to error code 4. It was confirmed that the physician could change settings. Per the company representative at the surgery, electrocautery was not used. It was later alleged that the patient experienced a more intense seizure due to the device failure. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The patient underwent vns generator replacement surgery. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. The explanted generator has been received by the manufacturer and is pending product analysis. No additional relevant data has been received to date.